Manufacturer narrative:
Manufacturing evaluation has been completed. Part was not received in the original packaging. The part number and lot number etched on product match with the complaint system and device history records review. The returned plate is broken at level of va-2 hole. The returned part was inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the va-2 hole. The va holes 3,4,5 were reinspected. Hole va-1 could not be measured since it is too damaged due to use. The other holes measured were found conforming to specification. The plate thickness and width were measured in different points of the plate and found in specification. Since the shaft and the holes are manufactured in the same production step, using the same program and tools (repeated features) it is possible to conclude that the returned plate was conforming to specifications. Complaint is disposed as confirmed due to the evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are hrs and hwc. (B)(4). (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 22, 2016. Expiration date: feb 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2017 due to postoperative plate breakage. During the revision surgery the broken plate was removed and the patient was revised to a distal femur replacement. The original date of implant is unknown. Concomitant medical products: cortex screw: part 214.832 / lot: 9884295, quantity: 1; va locking screw: part 02.231.238 / lot. 9863461 quantity 1; va locking screw: part 02.231.240/ lot. 9858034 quantity 1; va locking screw: part 02.231.246/ lot. 9856255 quantity 1; va locking screw: part 02.231.238/ lot. Unknown quantity 1; va locking screw: part 02.231.236/ lot. 9852787 quantity 1; va locking screw: part 02.231.232/ lot. 9856276 quantity 1; va locking screw: part 02.231.285/ lot. 9858037 quantity 3; va locking screw: part 02.231.295/ lot. 9804639 quantity 1; va locking screw: part 02.231.280/ lot. 9852775 quantity 1. This report is 1 of 1 for (B)(4).